Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused bacterial peritonitis. On the day of the onset of peritonitis, the patient was hospitalized. The patient was treated with vancomycin (1g every three to four days. The treatment was ongoing. At the time of this report, the patient had four doses of vancomycin. The patient was retrained on the proper aseptic techniques. The patient was discharged from the hospital after three days. At the time of this report, the patient was recovering from peritonitis. No additional information is available.